Event description:
The article "transcatheter mitral valve edge-to-edge repair for severe mitral regurgitation in patients with hfpef phenotype" was reviewed. The article presented a retrospective single center study, to evaluate the effect of m-teer in patients with hfpef phenotype and concomitant mr based on diagnostic criteria according to current esc guidelines and established hfpef scores. Devices mentioned include mitraclip. The article concluded that m-teer is an effective treatment for both severe primary and secondary mr in patients with hfpef phenotype, significantly reducing mr and improving symptoms. The independent association of severe tr with increased all-cause mortality highlights the importance of timely intervention to prevent right heart failure and worse outcomes. [The primary author and corresponding author was christos lliadis at department iii for internal medicine, faculty of medicine and university hospital cologne, university of cologne, cologne, germany with corresponding email christos.iliadis@UK-koeln.de]. The time frame of the study was over a four-year period. A specific time frame was not mentioned. A total of 181 patients were included in this study, of which 181 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included coronary artery disease, peripheral artery disease, myocardial infarction, prior cardiac surgery, atrial fibrillation, hypertension, diabetes, prior stroke (B)(4), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, single leaflet detachment.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, peripheral artery disease, myocardial infarction, prior cardiac surgery, atrial fibrillation, hypertension, diabetes, prior stroke. Complications reported included death, heart failure, prolonged hospitalization, single leaflet detachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.